Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: light guide lens has foreign material based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. For the foreign material to remain at the light guide lens, a probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope has no light. There were no reports of patient harm.